Event description:
Reportedly, on (B)(6) 2023, the patient turned on the home monitor and the pit button remained red, preventing to perform transmissions. In addition, the status light turned from orange to green and back to orange, despite 3 attempts over several days. The home monitor will be replaced on (B)(6) 2023.

Event description:
Reportedly, on (B)(6) 2023, the patient turned on the home monitor and the pit button remained red, preventing to perform transmissions. In addition, the status light turned from orange to green and back to orange, despite 3 attempts over several days. The home monitor will be replaced on (B)(6) 2023.